Manufacturer narrative:
(B)(4).. Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the AED did not pass self-diagnostic check.